Manufacturer narrative:
MDR level a investigation all required challenges and samples were performed. A defect to the septum canister was identified that was caused by the assembly process a cause of miss-assembly is insufficient lubrication. The controls in place maintain an occurrence rate that is acceptable given the severities of the potential effects of failure. The sample was defective with the improper assembly of the septum into the catheter adapter. The septum assembly was incorrectly assembled into the catheter adapter which would have resulted in leakage. The leakage as due to an incorrect assembly. The cause of the incorrect assembly is likely due to insufficient lubrication but the actual cause was not determined during the investigation.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that when removing the needle, blood leaked from the back of the bd nexiva¿ closed IV catheter system. There was no report of injury or medical intervention.